Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was capped and replaced on (B)(6) 2016 due to lead fracture. There were no complications during the procedure and the patient did well. No additional information was provided.